Event description:
The customer reported via phone call that they experienced high blood glucose and insulin under delivery. Customer was admitted to the hospital on (B)(6) 2021 due to blood glucose level of 28.6 mmol/l. Blood glucose at the time of the call was 7.8 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the insulin pump and is not expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 07-may-2021, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 36.8 u. 05/07/202110:04:00.000 normalbolusdelivered normalbolusamountprogrammed = 5.2 05/07/2021 13:25:04.000 normalbolusdelivered normalbolusamountprogrammed = 8.3 bolusamountdelivered = 8.3 05/07/2021 16:30:58.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 05/07/2021 17:44:34.000 normalbolusdelivered normalbolusamountprogrammed = 4.1 bolusamountdelivered = 4.1 05/07/2021 19:46:04.000 normalbolusdelivered normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 05/07/2021 21:26:46.000 normalbolusdelivered normalbolusamountprogrammed = 8.7 bolusamountdelivered = 8.7 in further full review of the pump history/traces, as per customers note the recent high bg began on 05-mar-2021, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 28.7 u. (B)(6) 2021 09:12:18.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2021 13:16:30.000 normalbolusdelivered normalbolusamountprogrammed = 5.1 bolusamountdelivered = 5.1 (B)(6) 2021 17:58:12.000 normalbolusdelivered normalbolusamountprogrammed = 5.5 bolusamountdelivered = 5.5 (B)(6) 2021 19:14:24.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2021 21:09:44.000 normalbolusdelivered normalbolusamountprogrammed = 2.8 bolusamountdelivered = 2.8 (B)(6) 2021 21:41:40.000 normalbolusdelivered normalbolusamountprogrammed = 2.8 bolusamountdelivered = 2.8 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer¿ and a cracked reservoir tube lip were confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Absence of occlusion alarm was not confirmed. The insulin flow blocked alarm functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.